Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act and back buttons do not always respond the first time, screen was scratched up but still able to read the screen, got a failed battery test and the insulin pump takes longer to rewind. The customer blood glucose level was unknown. The device will not be returned for analysis.